Event description:
It was reported that the pt's catheter had a leak that was identified during a catheter dye study in 2007. The caller reported that the patient had been getting intermittent therapy relief for approximately one year with the following symptoms: pruritus, feeling of being on "pins and needles", and high tone. According to the caller, the catheter would most likely be replaced without another dye study. A volume discrepancy check was performed; the expected reservoir volume was 9 ml while the actual volume was 13 ml. The concentration and daily dose of baclofen being administered via the pump were not reported. A follow-up report will be submitted if additional info becomes available.